Manufacturer narrative:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the prograsp forceps instrument was detached from the shaft and could be broken when removing from the cannula. Based on the claim against the product by the customer noting broken main tube, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the main tube broken. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. A piece measuring proximately 0.225¿ x 0.145¿ was not returned with the instrument. Common causes of the failure mode broken instrument main tube are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. A review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: it looks like the proximal clevis has been dislodged from its normal position on the main tube. Failure analysis confirmed the issue. The common causes of the failure mode broken instrument main tube are typically attributed to mishandling/misuse. The probable root cause of a broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the prograsp forceps instrument was detached from the shaft and could be broken when removing from the cannula. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer removed the instrument with the cannula from the patient and then removed it from the cannula forcibly. Port incision was not increased. The customer confirmed that no fragment fell inside of the patient. The instrument did not collide with any other instrument or tool during the procedure. There was no patient injury/harm. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.